Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2021 under general anaesthetic in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.

Event description:
Per the clinic, the internal magnet was explanted on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report.